Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the crossbrace had broken below the weld of the seat rail, which confirmed the original complaint issue. However, the underlying cause could not be determined.

Event description:
The patient was on the chair when the cross brace gave way.

Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
The patient was on the chair when the cross brace gave way.